Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. From the provided information, a general reagent issue could be excluded. The observed differences in ft4 values generated with the different assays are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys ft4 iii and elecsys ft3 iii results for 1 patient sample on a cobas e 801 module, serial number (B)(4). This medwatch covers the alleged results for the ft4 assay. Please refer to medwatch with patient identifier = (B)(6) for the alleged ft3 assay results. Refer to the highlighted section of attachment "pt68878.pdf" for patient results. The results were reported out of the laboratory to a physician, who requested the sample to be repeated.